Event description:
The pump was returned for investigation. Investigation revealed a damaged pump casing, moisture in the pump, a pump casing leak, contamination under keypad button contacts, and a display failure. This report is made based on results of investigation completed on 08/21/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings:during a visual inspection of the pump, the casing was observed to be cracked near the display. Moisture was also observed behind the display lens. During testing, the pump was powered on and the display screen appeared dim and discolored. A leak test was performed and failed due to a leak at the crack in the pump casing. Additionally, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. (B)(6).